Manufacturer narrative:
Other, other text: d4) the lot number of the affected device is 4092491.

Event description:
It was reported that a smiths medical pump displayed a "no disposable tubing pump won't run" when the cadd cassette reservoir was in use. Several nda over the last 2 days. Patients have returned to clinic with nda mid infusion and pumps are not able to be restarted. New cassettes were placed on all of the pumps and patients were then sent home to complete the infusion.